Manufacturer narrative:
The event occurred in (B)(6). No information was provided on the specific part number involved in this event. The lot number was updated after the initial report was filed.

Event description:
Customer reportedly received results of 26.1 mmol/l, 10.9 mmol/l, 10.2 mmol/l, and 11.8 mmol/l within 10 minutes on the mobile system. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). No information was provided on the specific part number involved in this event.